Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain along with bleeding') and genital haemorrhage ('sharp pain along with bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adverse reaction ("most symptoms went away"), dysmenorrhoea ("painful periods") and dyspareunia ("painful sex/ sharp pains"). The patient was treated with surgery (hysterectmy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the adverse reaction had resolved. The reporter considered adverse reaction, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: painful periods. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events painful periods, painful sex/ sharp pains and pain along with bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain along with bleeding') and device dislocation ('only found the left coil right was missing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("sharp pain along with bleeding"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex/ sharp pains"), malaise ("sick"), pyrexia ("fever"), pain ("pain in most of my body"), infection ("infection ") and mood swings ("mood at times "). The patient was treated with surgery (hysterectmy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, malaise, pyrexia, pain, infection and mood swings outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, mood swings, pain, pelvic pain and pyrexia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: painful periods,device dislocation,malaise, pyrexia, pain and infection quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain along with bleeding') and device dislocation ('only found the left coil right was missing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("sharp pain along with bleeding"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex/ sharp pains"), malaise ("sick"), pyrexia ("fever"), pain ("pain in most of my body"), infection ("infection ") and mood swings ("mood at times ") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectmy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, malaise, pyrexia, pain, infection, mood swings and weight decreased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, mood swings, pain, pelvic pain, pyrexia and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: painful periods,device dislocation,malaise, pyrexia, pain and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Event lost weight added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain along with bleeding') and device dislocation ('only found the left coil right was missing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("sharp pain along with bleeding"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex/ sharp pains"), malaise ("sick"), pyrexia ("fever"), pain ("pain in most of my body") and infection ("infection "). The patient was treated with surgery (hysterectmy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, malaise, pyrexia, pain and infection outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, pain, pelvic pain and pyrexia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: painful periods,device dislocation,malaise, pyrexia, pain and infection. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: right coil missing, sick, fever, pain in body and infection were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain along with bleeding') and device dislocation ('only found the left coil right was missing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("sharp pain along with bleeding"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex/ sharp pains"), malaise ("sick"), pyrexia ("fever"), pain ("pain in most of my body"), infection ("infection ") and mood swings ("mood at times "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, malaise, pyrexia, pain, infection and mood swings outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, malaise, mood swings, pain, pelvic pain and pyrexia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: painful periods,device dislocation,malaise, pyrexia, pain and infection. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event mood at times was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysto") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and adverse event ("most symptoms went away"). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the adverse event had resolved. The reporter considered adverse event and hysterectomy to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.